Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse noted device had been stopping therapy intermittently with message that patient temperature (pt) was erratic. When therapy stopped there was a noted jump in patient temperature (pt) from 37.3 to 35c. They have tried changing out probes but keeps occurring. Esophageal probe in place and placement verified. Advised to swap out temperature in cable as the probe had now been ruled out. Nurse confirmed patient temperature (pt) had been consistent otherwise. Encouraged to call back with any questions or if the issue returns.

Event description:
It was reported that the nurse noted device had been stopping therapy intermittently with message that patient temperature (pt) was erratic. When therapy stopped there was a noted jump in patient temperature (pt) from 37.3 to 35c. They have tried changing out probes but keeps occurring. Esophageal probe in place and placement verified. Advised to swap out temperature in cable as the probe had now been ruled out. Nurse confirmed patient temperature (pt) had been consistent otherwise. Encouraged to call back with any questions or if the issue returns.

Manufacturer narrative:
The device was not returned. The reported issue was inconclusive. The root cause for the reported event could not be determined. When therapy stopped there was a noted jump in patient temperature (pt) from 37.3 to 35c. They have tried changing out probes but keeps occurring. Esophageal probe in place and placement verified. Advised to swap out temperature in cable as the probe had now been ruled out. Nurse confirmed patient temperature (pt) had been consistent otherwise. Encouraged to call back with any questions or if the issue returns. A DHR review is not required as the serial number is unknown. The serial number is unknown. The latest labeling revision will be reviewed for this investigation. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. The reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.